Manufacturer narrative:
H3, h6: the 9735771 battery, lot number: 2123, was returned to the manufacturer for analysis. No failures were found. The battery was tested (25.87 v) with a known good uninterruptable power supply (ups) for a 24hr period and tested with no issues. The ups was then unplugged from ac power and continued to run under battery power for the set 11.5 minutes before the ups shut down as programed. Codes b01, c19 and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735771. H3, h6: multiple fdd/annex a codes were reported. A0902 was coded for main cart with a completely black screen. A12 was coded for camera cart displayed "unable to connect". A0719 was coded for main cart suddenly shut off. A070803 was coded for unable to power on. The system was serviced in the field by a medtronic representative. Hardware parts were replaced. Afterwards, the system was performing as intended. Codes b01, c02, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that a system camera cart displayed "unable to connect" and a main cart with a completely black screen. The site stated the main cart suddenly shut off. The site attempted rebooting the system and switching outlets to no success. During additional troubleshooting, the manufacturer representative (rep) reported when the camera cart was connected, the main cart was unable to power on. The rep disconnected the battery from main cart and plugged into wall power and powered on the main and camera cart. The main cart uninterruptible power supply (ups) had no "err" light and alternating current (ac) was green. The rep reconnected the battery and entered self test. Self test showed main cart battery to be 100% and camera cart battery 95%. When unplugged from wall power both systems remained on. The camera cart dropped to 50% and then to 27%, while the main cart went down to 70%, then to 75% and remained stable for the three minutes it wa s unplugged from wall power. Delay information was not provided. It was unknown if there was an impact to the patient.